Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 41 months ago. Aneurysm and vessel morphology at the time of implant were not reported, other than that the aortic neck was about 23-24 mm in diameter. At a routine follow-up, it was noted that the bifurcated stent graft had migrated 2 cm distally, resulting in a proximal type I endoleak. At the time of migration, the aortic neck had dilated to 25-28 mm in diameter; the aneurysm size at the time of migration is unknown. The migration was attributed to the aortic neck dilatation and disease progression. An intervention, with an endurant cuff, is planned for a later date. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression; neck dilatation) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).